Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. After premature ventricular contraction (pvc) mapping was completed, and before ablation, the patient¿s blood pressure dropped. An echo was performed, and a pericardial effusion was present. A pericardiocentesis was performed. Cardiac drainage was performed, and after blood pressure stabilized, the procedure was completed. Atrial septal puncture was not performed. Ablation was not performed before pericardial effusion or tamponade was confirmed. The patient outcome of the adverse event was improved. Steam pop was not confirmed. Regarding the irrigation catheter¿s flow rate setting, there was no change because the low flow volume was only 2 ml and no ablation was performed. The physician's opinions on the relationship between the event and the product was that the right cardiac tamponade was suspected for unknown reason. It might be at the time of rv mapping. The physician stated that the cause of the adverse event was unknown. The generator used in the case was a smartablate. A transseptal puncture was not performed. Force visualization features used were real time graph, vector & visitag with fot and tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5-sep-2022. It was reported that the adverse event was discovered during use of biosense webster products. Irrigated catheter was used in the event and the flow setting was pre 1ml, post 2ml. The correct catheter settings were selected on the generator. The pump was not switching from low to high flow during ablation. No error messages were reported at this time. The visitag module parameters for stability used were range:3mm, time:3s, fot:25% 3g, tag size:3mm. The physician¿s name was provided. Therefore, e 1. Initial reporter title, e1. Initial reporter last name, e 2. Health professional, and e 3. Initial reporter occupation were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).